Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed new low back pain since implant procedure. The physician did not believe that the new pain was device related, but could not confirm if it was procedure related as he did not know the origin on new pain. The patient underwent an explant procedure. No device malfunction was suspected.